Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, the pulse generator exhibited a telemetry anomaly and diagnostics anomaly. The device was explanted and replaced. The patient was stable post procedure.